Event description:
The patient's right knee was revised due to pain and loosening. As per sales rep, both femur and tibial baseplate were loose.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Information received indicated that no further information or documentation will be provided from the hospital or surgeon due to policy. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.